Event description:
There was a reported malfunction on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer had previously reset the pump and was advised by technical support to continue using it. They were instructed to call back if the malfunction code recurred, which the caller understood.